Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with neurostimulator for spinal cord stimulation. It was reported that they relocated the battery for their back. Patient was difficult to understand. Patient reported they were taking medication that was making them crazy. No further complications were reported/anticipated.